Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer stated that the reading from his sensor was way off customer stated he fainted when he regain consciousness he checked his blood glucose it was 49 mg/dl and he was not hospitalized. Customer's current blood glucose was 300 mg/dl. The device will not be returned for analysis.